Manufacturer narrative:
The investigation determined that lower than expected sodium (na+) results were obtained on a non-vitros biorad control level 3 when using two different vitros chemistry products na+ slide lots on two different vitros 5600 integrated systems. The most likely assignable cause for the lower than expected results obtained from vitros na+ slide lot 4241-1058-0609 was determined to be user error. An erf lot other than the lot in use when the vitros na+ slides were last calibrated was loaded on board the vitros 5600 system when the event occurred. The most likely assignable cause for the lower than expected results obtained from vitros na+ slide lot 4237-1052-8417 could not be determined, however, an issue with the electrolyte reference fluid (erf) lot x9107 reservoir in use at the time of the event cannot be ruled out as contributing to the event. A performance issue with erf lot x9104 did not likely contribute to the event as acceptable vitros na+ results were obtained using erf lot x9107. There is no indication of a reagent issue or an instrument issue as historical vitros na+ quality control results obtained from both na+ slide lots on both vitros 5600 systems were acceptable using the previous lot of erf lot. (B)(4).

Event description:
The investigation determined that lower than expected sodium (na+) results were obtained on a non-vitros biorad control (level 3) when using two different vitros chemistry products na+ slide lots on two different vitros 5600 integrated systems. Vitros 5600 system #1 with na+ slide lot 4241-1058-0609: biorad l3 lot 56660 = 125.9, 121.9, 109.1 and 102.7 mmol/l versus an expected result of 162.9 mmol/l. Vitros 5600 system #2 with na+ slide lot 4237-1052-8417: biorad l3 lot 56660 = 138.1 mmol/l versus an expected result of 162.9 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros na+ results were obtained from non-patient quality control fluids. There was no reported allegation of harm as a result of the event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).